Event description:
It was reported that a user experienced dexcom g7 signal loss to the ilet and, when the sensor reconnected on day nine, the displayed glucose was low, leading the user to replace the sensor and provide a new sensor code. Symptoms included low blood glucose with a nadir of 55 mg/dl, without noted neurologic or systemic effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included troubleshooting and user education regarding signal interruptions and sensor replacement. Investigation of this case revealed a device communication issue between the dexcom g7 and the ilet with transient low readings upon reconnection, without evidence of device malfunction requiring medical care. It was concluded, based on previously established findings for similar reports, that the cause was intermittent sensor signal loss and reconnection behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.